Event description:
It was reported that during an unspecified surgical procedure, it was observed that ¿motor died out¿ on the motor device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the motor device had died and displayed an e2 error. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear of component parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.